Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The lot history records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Patient is a 45-year-old male who had an amds implanted on (B)(6) 2023. The event is reported as a cardiovascular/neurologic event described as ¿stroke¿ with an onset date of 08feb2023 and is ongoing. Additional details state, ¿right sided weakness.¿ the event was deemed ¿possibly¿ related to the amds device and ¿possibly¿ related to the implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that may have caused or contributed to the event. The event led to a serious adverse due to ¿permanent impairment of a body structure or function.¿ the patient was not hospitalized because of the event. It was documented that medical treatment was provided. The patient did not exit the study because of this event. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿neurological complications and subsequent problems (e.g. Transient ischemic attack (tia), stroke, neuropathy)¿ are listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note the hde number for this device - (B)(4). This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial report received, protect study patient experienced a serious adverse event, described as "stroke." Event onset date: 08february2023. Event is ongoing. The relationship of the event to the device and implant procedure are listed as "possibly." A pre-existing condition, debakey type a dissection, caused or contributed to the event. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively.